Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Added information to d4, h4, h6.

Manufacturer narrative:
H10. Additional manufacturer narrative: added updated h6 result code and conclusion code.

Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Myocardial infarction usually occurs due to obstruction of a coronary artery and inadequate perfusion of the heart tissue. It is common for patients with valvular disease also to have significant coronary disease; therefore, the vast majority of myocardial infarctions will be related to the patient¿s underlying disease and not related to the device. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted experienced a peri-procedure myocardial infarction. The valve was implanted in upper hemisternotomy. Initially after the surgery the patient reported retrosternal pain. ECG showed st elevation. Ck-nac, ckmb and troponin t levels were elevated. A heart catheter performed on pod # 1 showed normal coronary arteries. Patient received conservative pain management and the symptoms ceased. The outcome is resolved.